Event description:
It was reported that there was oversensing as indicated by the short interval count (sic), and that 6 months ago a holter recording was done and the sic were attributed to double-counting. The clinician is asking whether the sic now are indicative of a fractured lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.